Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 18 apr 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) health complaint database and identified as complaint (B)(4).

Event description:
According to the report, "two patients had to be reintubated due to cuff leakage. Happened in the night shift. Customer didn¿t keep samples." Avanos medical inc. Received a single report that referenced two (2) different incidences, which were associated with separate units, involving two (2) different patients. This is the second of two reports. Refer to 9611594-2019-00081 for the first report.